Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to align was unconfirmed. The unit was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed; the scanner ran for 24 hours powered on and freezing did not occur. The image is comparable to a house scanner, screenshot unused state and used with phantom model 550 and both depth perception are fine. Inserted a sensor and the scanner recognizes it and also used a heart simulator and all the waves were displayed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: screen freezing, depth perception is off, not giving a p wave.